Manufacturer narrative:
(B)(4). 3004753838-2025-073993 and 3004753838-2025-073993-01 was reported in error. Please disregard initial and supplemental reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6: additional information.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on 03-01-2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.